Event description:
Reported dur ti infection requiring surgical intervention. In 2006, the physician successfully used the starclose device to close an arteriotomy after a diagnostic procedure. An angiogram confirmed the puncture site to be in the common femoral artery, which was rpeorted to be greater than five (5)mm. And "minimally diseased." There were no problems reported during ir after the procedure. Reportedly, the physician did not re-prep the site or re-gloce prior to using the starclose device. Iver the following weekend, on either, the pt presented in the emergency room with an "infected groin abcess." He was admitted for the removal of necrotic tissue, frainage, and a muscle flap repair. The starclose clip was also removed at that time. The culture results, length of hospitalization, and any further treatment are unk. The pt was discharged on an unk date and is reported to be "well." He is being followed in the clinic. Although requested, no additional information was provided.